Event description:
It was reported that the insulin pump alarmed no delivery twice today during bolus. Customer stated the third time it happened she took off the insulin pump and insert and forced a bolus through the wire. Customer's blood glucose was 300 mg/dl. It was discussed with customer the possibility of using different size of infusion set. No troubleshooting done due to customer changed her infusion sets twice. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.